Manufacturer narrative:
(B)(4).

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system was used to deploy a 27mm watchman® closure device. During the tug test the closure device was not stable. While recapturing the wds the was became kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consisted of the watchman access system (was). The device was bloody. The hub/valve, sheath, and tip were microscopically and tactile inspected. Inspection revealed numerous kinks in the sheath of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system was used to deploy a 27mm watchman closure device. During the tug test the closure device was not stable. While recapturing the wds the was became kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.